Event description:
It was reported that a loss of atrial capture had been observed. The patient experienced dizziness. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.